Manufacturer narrative:
(B)(4). Batch # m90d3f. The analysis results found that the mcm20 device was received in good visual condition. Upon cycling, the instrument was noted to be empty and the lockout mechanism was found to be non-functional. Due to the returned condition of the device, no functional testing could be performed to evaluate the reported incident of clip malformation. The device was disassembled in order to evaluate the condition of the internal components and the lockout spring was found to be out of position; this condition led to the failure of the lockout mechanism. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroid procedure, the clips would not collapse. Some worked, others didn't. Another like device was used to complete the procedure. There were no adverse consequences for the patient.